Event description:
It was reported that the pump battery gauge was ¿static¿. The customer reset the pump and the battery percentage reflected accurately. There was no reported adverse impact to the customer.